Event description:
Patient presented to ER in cardiac arrest. Pre-hospital CPR and resuscitation measures administered. Patient had been placed on the zoll defibrillator pads with CPR puck. Patient unable to be resuscitated. Blister noted upon the removal of the zoll pads. 3x3cm open blister was noted on the patient's chest directly under the puck area. Top edge of blister area red. Pads removed from service. Nursing administration aware. Contact made with zoll.